Event description:
According to the customer, in 2003 a high phosphorus (p04) result was reported by the synchron cx7 delta instrument. The high po4 result was 12.2 mg/dl. The same plasma sample was rerun on another clinical chemistry analyzer and the result was 1.4 mg/dl. The lab reported out a corrected result of 1.4 mg/dl. According to the customer, treatment was initiated as a result of the incorrect result. Customer did not know what type of treatment was initiated.